Event description:
It was reported that the patient presented for a device change out. The model 7122 lead was implanted and during dft testing, only the 40 j shock converted the patients rhythm. The next day, dft tests were performed again. After delivering the first therapy, the ICD stopped delivering therapies. A message for possible hv circuit damage was noted. The patient was externally defibrillated. Upon explant (one day after implant), visual observation revealed insulation damage close to the proximal end of the lead. The patient was discharged from hospital and no further adverse events were noted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.